Event description:
A male pt was admitted for stenting of a non-calcified lesion in the carotid artery. An aviator balloon was chosen for predilation. Access site was femoral artery. After the balloon was positioned within the target lesion, the physician drew negative pressure to prep the balloon. He noted that the prep felt different; however, he attempted to inflate the balloon. When the balloon was inflated, the pressure did not rise. The balloon was deflated and was immediately inspected. A slight leak was observed at the connection site between the balloon proximal shaft. The balloon was exchanged to another 5x20 mm aviator plus balloon and the procedure was completed successfully without any pt injury.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.